Event description:
The customer support engineer observed the audible alarm to be functioning intermittently. The co replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.